Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8m harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece approximately 0.6245" was found to have broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm harmonic ace instrument did not work. The user completed the procedure with no further issue reported. No fragment fell inside the patient. The procedure was completed but the patient outcome was not provided.